Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due cystocele, rectocele, enterocele and sui. It was reported that the patient underwent an extensive revision and excision of exposed vaginal mesh, mobilization of anterior deep vaginal stricture, cystourethroscopy and a bilateral stent placement and removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with bladder biopsy. It was reported that patient underwent post-operative course complicated by embolized intrapelvic bleed on (B)(6) 2009 due to pelvic pseudoaneurysm, etoh withdrawal and respiratory distress. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion patient experienced urinary tract infection.